Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient information not provided/unknown. Device not returned.

Event description:
It was reported that the abutment screw (mhlas) loosened in tooth location 14.

Manufacturer narrative:
No product was returned for investigation. Without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. A root cause cannot be determined. Review of the DHR for did not provide any indication of a manufacturing nonconformities/deviation or material deficiencies that could cause or contribute to the reported event. It was confirmed that all operations and inspections were executed as per applicable procedure. Lot was inspected and accepted by qa. A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. A singular root cause could not be determined.

Event description:
No further event information available at the time of this report.